Manufacturer narrative:
The site was sent an informational packet on or fire safety. The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The report stated that during a procedure the electrosurgical pencil was sparking and ignited and charred a raytex sponge. The surgeon tried changing the generator, tip and checked the pad placement and still the issue persisted. They changed pencil to one from the same lot number and the sparking persisted. The staff then changed to a new lot number and the sparking stopped.